Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother reported that on (B)(6) 2019, the patient was in the care of her grandparents and exhibited hypoglycemic symptoms of being incoherent and reverting to a child-like state. The continuous glucose monitor reading was 7 mmol/l. The grandparents checked her blood glucose which was lo, which the reporter advised is under 0.6 mmol/l for her meter, so they treated her with orange juice. The patient missed a day of school but was feeling fine and resting after the incident with bg values back to around 7 mmol/l. The reported allegation falls within the d zone of the parkes error grid. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation. No additional event or patient information is available.